Manufacturer narrative:
Additional information was received on this event. The open chest repair was to examine and repair an issue that was not related to the tamponade. The surgeon noted that the left atrial appendage of the patient was broken and repaired it. The surgery was not the intervention for the tamponade. The researcher¿s opinion on the left appendage damage is that the heart wall of the patient is thin which might be related to the left appendage damage. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Event description continuation: the researchers considered that the patient had a thin wall of the heart, and it had a pericardial effusion, but they did not rule out the catheter as a contributing factor although no device malfunction was reported. The comprehensive judgment of the researchers is that the catheter may be related to the injury since the issue occurred during the operation. However, no catheter problem can be concluded at this time. As such, it was suspected that the event may relate to the catheter, the surgery and patient condition.

Event description:
It was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the ablation phase of the procedure, while under general anesthesia, the patient felt dizziness with full body chills. Echocardiogram and blood pressure monitoring indicated the patient was under abnormal low blood pressure with the lowest of 72/48mmhg. It was also noted that there was hydropericardium in the cavity visualized by fluoroscopy. The patient was then diagnosed with acute pericardial tamponade. Therefore, a puncture and drainage of approximately 800ml of blood was performed, as well as an autotransfusion of 650ml at the same time and an injection of 100mg of dopamine. The blood pressure of the patient was maintained in 100-130/60-80mmhg after observation for one hour. Fluoroscopy ultrasound confirmed that pericardial effusion was significantly reduced and the patient was in a better condition as well. The patient was transferred to the ward for continuous observation. Additional information was received on the event. The patient received anticoagulation during the procedure. The overall ablation time at the site of injury was 60 minutes. There were no error messages observed on biosense webster equipment during the procedure. After the surgery, the patient was operated on for an open chest repair due to illness. It was noted that this patient had a medical history of a thin heart wall which might be a factor that may have contributed to this event.